Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the returned device material is deformed in the slot areas and edges. Sheared material was observed on the posterior area and deep gouge marks/scratches present on the articulating surface. Yellow discoloration was observed on the articulating surface and posterior surface. Device features that affect fit with mating tibial tray were dimensionally inspected in the areas that were not damaged and all features are conforming. The reason for the revision surgery is as stated in the event that the surgeon said that the revision case was being performed due a progression of disease. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a revision surgery from an ibalance unicondylar-knee (uni-knee) to a tka (total knee arthroplasty) device was performed on (B)(6) 2015. Another manufacturer's product was used for the tka. Follow-up investigation: original surgery was (B)(6) 2014. Surgeon stated that the revision case was being performed due a progression of disease.